Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. The analysis of the returned console indicated that this is a known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the issue was not determined since the failure was not reproduced in the laboratory. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm. The clinician assisted the nurse with replacing this aic with another aic. There was no patient harm reported.